Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse adjusted the probe rinse block height to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation.

Event description:
The customer reported the coulter lh 500 hematology analyzer generated erroneously platelet (plt) results and a leak of approximately 5 cc of diluent onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing a lab coat, gloves, and goggles at the time of the incident. Erroneous results were not reported out of the laboratory. The customer stated that the erroneous results were recovered after running the sample in manual mode. There was no death, injury, or affect to user or to patient treatment attributed to this event.